Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2021. Reason for device explant and/or reoperation: bilateral breast pain, right breast prosthesis deflation. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 425cc saline breast prostheses when the right breast prosthesis deflated after implantation. In addition, the patient developed pain in both breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 11-jun-2021, mentor received additional information about the event: the deflated right breast prosthesis was discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. After bilateral explantation surgery, the patient underwent bilateral replacement surgery with mentor smooth round moderate plus profile 225cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).